Event description:
The problem occurred during a gynecological case.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number and manufacture date. The customer returned the tb-0535fcs thunderbeat lot# kr114354 for evaluation due to the "probe falling". The user's complaint was confirmed. The device was connected to the test usg-400/esg-400 and passed the probe check. An ¿u509¿ probe damage error was observed. Both switches were checked and found both switches are non-functional. A visual inspection on the received device was performed and there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it partially split with no metal exposed. The distal end of the device was inspected under a microscope and found the probe detached, missing portion was not returned. The consistency of movement of the handle and jaw was normal. The handle load is normal. The rotation of the knob torque is normal and smooth. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. However, based on the investigation photos attached by the service center and past investigation results, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." The device history record from osta for the subject device and lot indicated showed no anomaly related to the event.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that during a procedure, the tip of the thunderbeat, model tb-0535fcs, fell off inside the patient. The piece was successfully extracted from the patient and the procedure completed using a different thunderbeat, model tb-0535fcs. There was no patient injury, associated with the problem, reported to olympus.